Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of kinked catheters was confirmed but the cause is unknown. Two radiographic images for two different events were returned for evaluation: one for the event on (B)(6) 2024 (auto ID # 11) and one for the event on (B)(6) 2024 (auto ID # 12). One of the radiographs (auto ID #11) was a coned down view of the right chest containing a right-sided placed PICC. The catheter appeared to be looped in the distal subclavian vein extending into the right internal jugular vein. The tubing may have been kinked as a result of the looped tubing. The tubing tip was seen overlaying the right ij. The exact cause of the looping of the catheter could not be determined from the image. It is possible that anatomical variables may have been a contributing factor; the svc confluence can be difficult for the catheter to traverse due to scarring, valves, and/or external or internal anatomic problems. The other radiograph (auto ID #12) was a coned down frontal view of the right axilla and right chest. There was a right-sided placed PICC present. The catheter shaft appeared to be kinked in the axilla. Possible contributing factors for kinks in this location could include anatomical variables such as valves, the angle of the vein confluence, and transitions between the axilla and the thoracic cavity. The arm pit can also become a pinch point depending upon positioning. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, kinked PICC. Catheter placed (B)(6) 2024 in basilic vein. Catheter length: 40cm, 0cm exit site markings. Statlock used. Kink noted at 30cm mark. Dwell time: 5 days. General location: subclavian region. Catheter exchanged. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.